Manufacturer narrative:
There was no button response and button error alarm due to corroded keypad traces. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests were unable to be conducted. The pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners. (B)(4).

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 540mg/dl. The customer treated the high with manual injection. The customer states the alarm occurred right after exposure to moisture. The customer states the pump was exposed to sweat. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.